Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.no lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: none omnipod software app version: none operating system: none hardware: none cgm sensor type: none.

Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. No information was provided about the patient symptoms, how they were treated and the duration of the medical event. No follow up is possible since we were unable to confirm patient information.